Manufacturer narrative:
Based on the results of the completed investigation, the root cause of the reportable malfunction could not be specified. However, it is likely due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the fiberscope was found to have a missing and corroded light guide lens. No patient involvement was reported.